Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 561 mg/dl. Customer was treated with insulin pump. Customer did not allege insulin pump for under delivery. Customer stated that the drive support cap was normal. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.